Event description:
The customer reported that while running both hiv-1 p24 antigen and heptitis core assays a sample barcode was misread. Summit sample handler was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched.